Manufacturer narrative:
The device was not returned to bsn because it was discarded by the medical facility.

Event description:
A report was received that a patient experienced elevated, itchy red bumps two to ten days after the procedure. The bumps appeared to be similar to mosquito bites. It is not known if treatment was provided. No further information can be obtained.